Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind and displacement test. However, the pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor was tested outside the device and passed. The pump was received with minor scratches on lcd window.

Event description:
It was reported of a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.